Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2012 and suture was used. Two days following the procedure the patient experineced an allergic reaction. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of three medwatches being submitted as three devices were involved in this event. See medwatch 2210968-2012-01995 and see medwatch 2210968-2012-01997. The same patient is represented in each medwatch.